Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device received for evaluation. PMA number not previously reported. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Corrected data: corrected codes: hsb, hwc. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. H3 other text : placeholder

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal femoral nail antirotation (pfna) broke in situ. Patient had a pathologic under trochanterian right femoral fracture. Six weeks after the insertion of the 240mm pfna nail the patient felt thigh pain. The x-rays showed that the nail was broken at the locking hole. A revision was performed and the nail was replaced with a 320mm nail. This report is for 1 unknown nail. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
This report is for 1 unknown nail investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The engineering examination investigation of the complained proximal femoral nail antirotation (pfna) has shown that the breakage occurred at the distal locking hole of the pfna. (B)(4). Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. The complaint was determined to be invalid. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.